Manufacturer narrative:
Philips service replaced the detector cooler and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to fluoroscope due to detector cooler failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.